Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) that both ruptured after implantation. A mammogram confirmed bilateral rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 01/23/2020, the mentor failure analysis lab received the device for evaluation. Mentor also received the lot number for the device, which is 264543. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The implantation date reported by the initial reporter is before the manufactured date of the suspect medical device. Mentor will report the dates as received. If clarification is received on the implantation date, a supplemental report will be submitted. On 01/31/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant. During visual inspection of the device, some lines of shell wear were observed on the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A shell wear failure may be the result of the continuous and sustained stresses to the device, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).